Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t3-s2 due to adjacent level degeneration, sagittal imbalance and spinal stenosis. Intra-op, the tip of the screwdriver broke. From the previous l1-l5 posterolateral spinal fusion, the patient had significantly sclerotic bone. The existing pedicle screws were removed. The doctor was placing new multi-axial screw in the existing pedicle tracts. During screw placement, at several points, the screw advancement became extremely difficult to the point that broke the tip of the screw driver. No fragment of the broken instrument remained inside the patient. The doctor then used a tap in each old hole and placed the multi-axial screw with a new mas driver. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed only about 3 mm of the broken tip of the driver was returned. Microscopic inspection of the fracture revealed a flat surface with consistent circular material flow. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.